Event description:
It was reported that this right atrial (ra) lead recorded a signal artifact monitor (sam) episode and a minute ventilation (mv) sensor switch due to an episode of high pacing impedance out of range and low intrinsic amplitude. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead recorded a signal artifact monitor (sam) episode and a minute ventilation (mv) sensor switch due to an episode of high pacing impedance out of range and low intrinsic amplitude. The lead remains in service. No adverse patient effects were reported.